Event description:
During an open prostatectomy, the surgeon experienced poor sealing performance while using the device. Pt lost approx 500 ml of blood during the procedure. Surgeon used another vessel sealing device to effect a seal. No pt harm was reported.

Manufacturer narrative:
The incident occurred in australia. Could not confirm the device performance complaint. The device activated to the correct generator default setting, coagulate and cut to MFR specs with no problems noted.